Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturer record evaluation cannot be conducted because the no lot number was provided by the customer. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a male patient underwent cardiac ablation procedure with a thermocool smarttouch bidirectional sf catheter and suffered cardiac tamponade requiring pericardiocentesis. It was reported that after the procedure the patient became hemodynamically unstable. Cardiac tamponade was confirmed by ice. Pericardiocentesis yielded total of 800 cc of fluid. Patient fully recovered. There is no sheath information. Transseptal puncture was performed with brk needle. Patient required extended hospitalization as a result of the adverse event for observation. There were no issues or errors reported on any bwi products or equipment during the procedure. There were no sudden increases in impedance. There were no steam pops. Irrigation settings were 2ml/15ml. There is no information regarding generator parameters. Graph, dashboard and force vector visualization features were used. Force color options were applied during the procedure. No other parameters for stability were used. Physician's opinion regarding the cause of the adverse event is that it was related to patient condition. Since this event may be life threatening; might result in permanent impairment of a body function or permanent damage to a body structure; or required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure it is MDR reportable.